Manufacturer narrative:
(B) (4). Eval method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. (B) (4).

Event description:
The rptr stated, the surgeon inserted a micl 12.6mm implantable collamer lens. Noticed there was a tear on the lens after the lens was inserted into the pt's eye. The lens was removed with the incision enlarged, two incisions were made. No sutures required. Backup lens was implanted.